Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection was unable to verify the power supply was frayed and wires were exposed. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Initially unit was unable to boot up due to exposed wiring. In result i3 unit was able to be powered on by directly plugging in the end tail of the power supply to the unit. Unit was able to pass all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. (Reference test results provided). No evidence of unit making popping sounds, intermittent display, frayed handheld cord or exposed wires on the power supply cord were observed.

Event description:
The patient reported exposed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.